Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency board. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that she received an error alarm on the insulin pump. The blood glucose reading was 511 mg/dl. She treated with manual injection. She stated that the alarm did not occur during the rewind/prime sequence and that a temp basal had not been programmed before the alarm occurred. Nothing further was reported.